Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information provided, it was reported that the screw broke during the surgical procedure. The device was received and evaluated. Visual observations reveals that the device is broken on the distal tip. A manufacturing record evaluation was performed for the finished device 6l35953 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the handling of the device, a bad bone preparation or a misaligned axis at the moment of the insertion, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting d mitek or its emplo the devt e, mitek, or its employees caused or contri uteicto the po,ential eemnloyees caused or contributed if informatioa ievent described in this report. If information is obtained that was not available for thermation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that an alternative product was readily available but the procedure was not completed. It was reported that there were no fragments generated and no surgical intervention planned. The event description has been updated accordingly.

Event description:
It was reported by the customer in brazil that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the screw device broke. It was reported that an alternative product was readily available but the procedure was not completed. It was reported that there were no fragments generated and no surgical intervention planned. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament procedure on (B)(6) 2020, it was observed that the screw device broke. There were no adverse patient consequences reported. No additional information was provided.